Manufacturer narrative:
No definitive conclusions can be made at this time. However, the implant breakage is indicative of fatigue failure. The devices are intended to be temporary fixation devices to aid in the process of fusion. Breakage can occur due to delayed union or non-union as well as with cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device. At this time, the complaint is considered to be closed.

Manufacturer narrative:
The hex end rod has been returned for eval. A f/u medwatch report will be submitted upon completion of the eval.

Event description:
Contact reports that revision surgery was performed due to breakage of a spinal rod and a cross connector. It is not known if the pt fell or suffered any type of impact. See mfg. Medwatch report # 1526439-2011-00055 for the cross connector that was involved in this event.